Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after batter installation. No battery anomalies noted. Unit passed sleep current measurement test, active current measurement test, self test. Unit was successfully downloaded using thump. Failed batt test noted in pump download history on (B)(6) 2024 02:32:55.000. No alarms during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Unit was cut open for visual inspection on electronic assemblies. Per visual inspection it was determine that the ingress of water corroding electronic assemblies was causing issues. Unit received with cracked case on battery side, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. Original battery cap was not received with pump. In summary, unit powered up properly after battery installation and no anomalies noted. Moisture damage was observed after inspecting internal electronic components. Cosmetic damage confirmed when cracked battery tube threads were observed. Battery cap contact damage not confirmed due to original cap not received with the unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed batt test, charge/battery lasts less than expected, battery cap cracked/damaged. The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was partially performed and the customer reported battery cap damaged. No harm requiring medical intervention was reported. Mmt-1881 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.